Event description:
"S/p b submusc infra gels (? Size/type/MFR-no records) for augmentation. Pt denies decrease in size or h/o trauma but has noted some softening in recent yrs. Denies systemic or local c/o's. Pt is otherwise healthy."